Event description:
The customer was hospitalized for low bgs. It was stated that the customer had an over infusion of insulin into their body while attempting to change out the set. Pt tried to hit escape and could feel the insulin being pumped into their body. When the customer looked down at their pump noticed that the entire reservoir had emptied out. A dmc was notified of the event. The dmc informed that the end cap of the pump was cracked and slight moisture was noted under the display screen. The dmc attempted to rewind and prime the pump. The pump did prime out the complete reservoir without escaping to the fixed prime. The pump did not recognize the reservoir.